Event description:
It was reported that the customer bought an attachment and when he received it, one of the teeth fell down. The drill attachment was never used. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that one of teeth of the attachment is missing. There are breakage signs in the area of the mounting site visible. Based on these findings we have to assume that external forces by the transport have caused this occurrence. No product fault could be detected.